Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-31891. It was reported one of the patient's leads had migrated. The issue was confirmed via x-ray. It was noted the patient lost effective stimulation. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction section b5 should have been "it was reported the patient was experiencing muscle stimulation in their torso, arms, and back after an MRI. It was noted the system was put into MRI mode. The muscle stimulation was more noticeable when the patient laid down. Programming changes were made and the issue was resolved." Instead of what was originally put in the initial report. This correction is reflected in this additional report 1.

Event description:
It was reported the patient was experiencing muscle stimulation in their torso, arms, and back after an MRI. It was noted the system was put into MRI mode. The muscle stimulation was more noticeable when the patient laid down. Programming changes were made and the issue was resolved.